Event description:
The home patient (hp) using a homechoice syste, contacted technical service representative (tsr) and reported during drain 2 of 5 they had opened the door and received a 2084 system error alarm. The tsr assisted the hp to clear the alarm by cycling the power to the homechoice. The hp elected to use the same setup to resume therapy. There was no patient injury or medical intervention associated with this event per the hp's nurse. Hp's nurse indicated she would retrain the hp regarding proper aseptic technique.